Manufacturer narrative:
Product evaluation: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A risk manager reported concerns related to tass and the possibility of the manufacturer's product involvement in these instances. They are inquiring whether the balanced salt solution could be at fault and have also identified that identical powered intraocular lenses were used for both cases. The patient was treated with intensive topical steroids and antibiotics. The surgeon is questioning the flushing technique of the instruments as the source of tass. There are two medical device reports associated with this event.

Manufacturer narrative:
The customer indicated the use of an approved cartridge and handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).